Event description:
On (B)(6) 2010, during a meeting with (B)(6) doctors for design input into future variax foot systems, a doctor reported that two bones screws backed out. X-rays are available, but no device is. It was requested by senior director (B)(4) and senior manager technical marketing that the backing-out of these two bones screws be investigated as a per.

Manufacturer narrative:
Device not available for return. Internal investigation in process, but not yet complete.